Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side capsular contracture; baker grade unknown and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with a 375cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade unknown and right side rupture was discovered during surgery on (B)(6) 2019. As a result, the device was explanted, and replaced with unknown mentor silicone on (B)(6) 2019.

Manufacturer narrative:
On 11/19/2019, mentor became aware that the replacement implant used on (B)(6) 2019 was catalog number: 3503751bc; serial number: (B)(4). On 11/21/2019, mentor became aware that it was mistakenly reported in the initial submission that device was received and testing was in progress. The correct statement is as follows: "since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate." The codes have been updated under section h of this form. Manufacturer¿s reference number: (B)(4).